Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to traumatic arthrotomy and wound dehiscence. The patient reported that she fell when running from her couch. An irrigation and debridement was performed and a 4x9 ps insert was swapped. Infection was not confirmed as no cultures were taken. Rep reported that no further information will be available.